Manufacturer narrative:
H10, h3, h6: we have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history review found further instances of the reported event in past years. The device was used for treatment. As no samples were returned, a product evaluation could not be carried out. The reported issue may be caused by application technique or if the device is used on a wound that is above the width / depth recommended. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during clinical study pooling of exudate in dressing causing leakage of exudate to bottom of dressing.